Manufacturer narrative:
The reagent lot number was 91927601 with an expiration date of 28-feb-2027. The customer replaced the sample probe and the field service engineer performed adjustments. Repeatability testing was performed and was acceptable. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for multiple patient samples from the cobas c 503 analytical unit. The results for one sample were 2.26 mmol/l, 3.26 mmol/l, 4.11 mmol/l, and 4.05 mmol/l. The result from another analyzer was 3.94 mmol/l. The questionable results were not reported outside of the laboratory.